Event description:
During the delivery of a multileaf collimator (mlc) conformal arc treatment it appeared as if the mlc leaves were not moving during the course of the gantry arc. The customer stated that it appeared as if the mlc leaves stayed in the "start" position and maintained that position until 0.1 degree from the stop angle of the arc, at which point the mlc leaves appeared to move into the "finish" leaf position. The implication of this observation was that the dynamic arc treatment may not have been delivered as planned. Analysis of pt data by the customer concluded that though delivered dose was a variation from the originally planned treatment prescription it was within normal clinical limits. The customer reported that they do not expect any clinical impact as a result of this adverse event.